Manufacturer narrative:
PMA/510(k) number: this device is not approved for sale in us but a similar device with catalog#- 5540430, 510k#- k113174 and UDI: (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-op x-rays were received, in which l2-l3 to pelvis fixation is present. No instrumentation is present in l4, l5 and s1. The inferior screws are in the ilium. One of the iliac set screws is out of the screw head. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l4, l5 fracture; and underwent fixation at l2-l3 and at s2ai. Posterior lumbar fusion was also performed at s2ai. On an unknown date, post-op, the set screws on both sides of s2ai came off. Also, at the end of 2019, the patient suffered with pain, which was reported to have subsided once in the evening of (B)(6) 2020. A re-operation was planned for (B)(6) 2020. It is unknown if the revision has been performed or not.

Event description:
The re-operation was performed, in which fixation was performed again with a new set screw.

Manufacturer narrative:
Additional information: b5, d7, g1, g2 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a visual and a microscopic review indicated that the rod made contact with the face of the set screw as it was being tightened. This is an indication that the rod was angulated in the bone screw head. There are faint witness marks of the rod on installation but no signs of failure. The rods being angulated in the head of the bone screw could lead to the screws backing out over time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The set screw was explanted. Upon examination. The set screw was found deformed and scratched on the tip. Scratches and burrs were found on the thread.